Event description:
It was reported that the firs time the pt had the implant, she only felt stimulation in the wrong location. The pt's leads moved within 24 hours. No pt treatment or outcome was reported. The pt was looking for a new physician to manage her stimulator.

Manufacturer narrative:
(B)(4).